Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) and stated that they had issue with ecrea quality control due to low water resistivity. The water purification module (wpm) alert was obtained later. The customer replaced the q-guard and performed recalibration prematurely due to which the quality control was still low. Upon the ccc specialist's recommendation, the customer performed recalibration and the quality control recovered within range. The ccc specialist suggested the customer to empty the water tank after q-guard replacement. The cause of the wpm alert not showing up prior to the quality control and patient samples being low is unknown. The instrument is performing within manufacturing specifications. No further evaluation of device is required. MDR 2517506-2018-00161 is filed for the same issue.

Event description:
Discordant, falsely low enzymatic creatinine (ecrea) results were obtained on multiple patient samples on a dimension vista 1500 instrument. The customer provided examples of results that were discordant on (B)(6) 2018. The initial results were reported to the physician(s). Sample ids (B)(6) were repeated on the same instrument, while sample ids (B)(6) were repeated on an alternate dimension vista instrument, resulting higher. It is unknown if rest of the samples were repeated on the same instrument or alternate instrument. The correct results were reported to the physician(s). There are no reports of patient intervention or adverse health consequence due to the discordant, falsely low ecrea results.

Manufacturer narrative:
The initial MDR 2517506-2018-00160 was filed on 09-mar-2018. Additional information (09-mar-2018): a siemens headquarters support center (hsc) specialist reviewed the instrument data and did not find any indication of reagent delivery or foaming issues. The hsc specialist concluded that the cause of the discordant, falsely low enzymatic creatinine (ecrea) results on patient samples was due to poor product water quality, which was resolved by the maintenance of water purification module, replacement of q-guard and recalibration of ecrea method. MDR 2517506-2018-00161_s1 is filed for the same issue.